Manufacturer narrative:
Additional data: b5. Investigation: a visual inspection was made of the instrument. Here we found a bent shaft and groves. Next, we disassembled the instrument and made a visual inspection of the ceramic electrode gk38r. Here we found a broken off area. Batch history review the product does not require batch management; a review of the device quality and manufacturing history records are not possible. Conclusion and root cause the root cause of the problem is most probability usage related. Rationale according to the quality standard, a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the ceramic breakage and bent shaft were caused by a mechanical overload situation due to an improper handling. No CAPA necessary.

Event description:
Additional event information was received: per the reporter, there was minimal delay in surgery and x-rays were not required for piece retrieval from the abdomen.

Manufacturer narrative:
Exemption number: e2014018. Please provide patient information. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io tip of electrode broke off. J tip fell into patient. Tip was recovered. As per submission, this incident did not cause or contribute to serious injury or death. This incident did contribute to an unknown amount of time in surgery. This was a lap procedure.